Event description:
It was reported that the customer had passed away. The caller stated that the customer had been complaining to a coworker that they could not keep anything down. The customer had gone to a trip and thought it had to do with the water. The customer had been feeling very nauseous and could not keep anything down. The customer's blood glucose at the time of death was unknown. The caller stated that the event leading to the customer's death was that the customer could not keep food or water down. And the cause of the customer's death was diabetic ketoacidosis. The customer was wearing the insulin pump at the time of death. The caller stated that they did not know where the customer's insulin pump was so they could not return it for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.